Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm; further described as the ¿they noticed air bubbles in the patient line¿. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the caregiver (cg) in ending the therapy. The cg would start over with new supplies. Proper procedures per the user manual were reviewed with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.